Manufacturer narrative:
Device passed all relevant tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted. There were no signs of moisture damage or corrosion in the battery compartment or on the electronic board, assembly, connectors, motor inside the unit. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The pump was expose to moisture. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.